Event description:
It was reported that during a gallbladder procedure, the device misfired once and then quit working all together. Case completed with a like device. No patient harm was reported.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2024. D4: batch # c9d64c. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble 4 clips were found inside clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.